Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-04266. The pt rec'd her scs system on (B)(6) 2010 consisting of an ipg and surgical lead. It was reported that approx five days post-implant, the pt experienced paralysis in both legs. The physician determined that the pt had developed an epidural hematoma. The hematoma was removed and the pt's scs system was explanted on (B)(6) 2010. The pt has reportedly regained sensation/feeling in both legs. The explanted devices were discarded and will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.